Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable pth elecsys e2g 300 results from two patient samples tested on the cobas e 402 analytical unit. Patient sample 1: the initial result was 10.8 pg/ml. The repeat result was 37.8 pg/ml. Patient sample 2: the initial result was 13.7 pg/ml. The repeat result was 44.9 pg/ml. The initial results were not reported outside of the laboratory. The initial results were deemed low, prompting the reruns.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The customer used 12 mm tubes. Product labeling states: "specifications of standard containers: sample tubes - 16 mm × 100 mm , 16 mm × 75 mm, 13 mm × 100 mm, 13 mm × 75 mm" the field service engineer (fse) inspected the analyzer and found white liquid in the measurement circuit, which is consistent with a procell system reagent contamination. He performed preventive maintenance, including probe adjustments, decontamination, and instrument checks. A general reagent or analyzer problem was not present, because the qc before the event was within ranges the investigation determined the event was consistent with the customer's use of incorrect sample tubes and contamination of the procell system reagent. The investigation did not identify a product problem.